Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was defective. The following information was provided by the initial reporter: "absence of the screw thread making the injection delicate and difficult".

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was defective. The following information was provided by the initial reporter: "absence of the screw thread making the injection delicate and difficult".

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.